Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5 13.7 implantable collamer lens of diopter -8.5/1.5/086 (sphere/cylinder/axis) into the patient's right eye (od) (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. The problem was resolved. The cause of the event was reported as unknown.